Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2007, product type: lead. Note: parts of this event have already reported under manufacturer's report #3007566237-2010-10514.

Event description:
It was reported that when the implantable neurostimulator (ins) was explanted the physician left the lead implanted due to excessive scar tissue. The physician felt that the risk was too high to attempt removal of the lead. It was unknown if the lead was cut off and capped or just cut off. The patient experienced rare episodes of shocking at the previous pocket site location that had at times brought the patient to her knees. It was unknown if the lead was detached from the stimulator and left in the pocket or if it was cut off closer to the patient's spine. Additional information received from the patient on (B)(6) 2016 reported that their implantable neurostimulator (ins) had never worked (no therapeutic effect) since implant. The ins was removed with no further troubleshooting. The lead component remained in place.